Manufacturer narrative:
The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact inadvertently delivered insulin to the customer, as fill tubing was performed while the infusion set was connected at the site. The contact gave the customer a 7u injection of glucagon, in addition to food, per the customer's endocrinologist. The customer's blood glucose (bg) level decreased to 74 mg/dl. However, due to the glucagon and food, the customer's bg level elevated to 300 mg/dl. It was indicated that a correction bolus would be delivered, if necessary.

Manufacturer narrative:
.